Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-23 alarm (an interrupt port in central processing unit board remains high) on channel 1. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f23 alarm was not identified in any evaluation tests. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.